Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly rebooted during a procedure.customer did not disclose the nature of the procedure.there was no reported delay.patient or user harm was not reported.this event is recorded on complaint number (B)(4). A technical support specialist evaluated the device's log file. Inspected data was insufficient to determine the cause of the malfunction. The device started operating correctly after being rebooted by the technical support specialist. Device monitored for a period of 15 days. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly rebooted during a procedure.customer did not disclose the nature of the procedure.there was no reported delay.patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1,d1,d4, g1, g2, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-jun-2020 to 07-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unexpectedly rebooted during a procedure. Technical support specialist dialed into the station and looked at the logs and did not find enough information on root cause and closed the case. The system functioned as intended after assessed by the technical support specialist.

Event description:
Customer reported that a bd pyxis anesthesia es system unexpectedly rebooted during a procedure. Customer did not disclose the nature of the procedure. There was no reported delay. Patient or user harm was not reported.